Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that her blood glucose was 526 mg/dl this morning. Customer's boyfriend stated that the dog jumped on the customer, so it may have hit the tubing. Customer stated that she does not feel any wetness around the site. Customer's health care provider is out ill today but she spoke to another doctor. The doctor stated to give a 10 unit manual injection. Customer changed everything out and gave a manual injection. Customer stated that she has a back-up plan. Customer was advised to check in an hour and call back if further assistance is needed.